Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged the same day it was implanted after the pocket was closed. This lead was successfully repositioned the next day. To date, no adverse patient effects were reported.